Event description:
Additional information was received. It was reported that the physician who followed the patient before told the manufacturer representative that since the beginning of implantation of the pump there is volume discrepancy. No further complications were reported and/or anticipated.

Event description:
Additional information was received. It was further reported that the statement "the physician interrogated the pump but ras ((B)(6) 2017)¿ meant that when the physician interrogated the pump there is no alarm event and all parameters ¿was good¿. It was further reported that the patient had¿ lost of consciousness¿ at home. The nurse of the patient found the patient in coma state. It was noted that how many times the patient stayed in coma, they don¿t know. After that, the patient was hospitalized but they were not in a coma. During the hospitalization of the patient the physician interrogated the pump. It was noted that the loss of consciousness ¿occur before that the pump was refilled a the patients home¿. The loss of consciousness was the reason of the patient hospitalization. It was further noted that the patient¿s symptoms occurred before the pump refill. They do not know of there was something else that led up to or was the cause of the loss of consciousness/ a coma. It was reported that this was the first volume discrepancy. The patient was in coma sate only at their home before the hospitalization. ¿known,¿ the patient is ok. No further complications were reported and/or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via manufacturer representative regarding a patient who was receiving lioresal 2000 mcg/ml at 179,9 mcg/day via intrathecal drug delivery pump for an unknown indication for use. It was reported that the patient experienced a loss of consciousness and the nurse of the patient found the patient in a coma state. It was reported that the physician interrogated the pump but ¿ras (B)(6) 2017.¿ an overdose of baclofen was suspected. They decided to remove the baclofen and did a pump refill and noted a volume discrepancy of 2,8 ml. The n¿vision programmer indicated that the expected residual volume (erv) was (B)(4) ml and the actual residual volume (arv) was (B)(4) ml. The actions/interventions taken were filling the pump and it was decided that they would follow-up with the patient in a short interval of time. It was reported that it was unknown if the issue was resolved at the time of this report and that the patient status was reported as alive ¿ no injury. It was reported that no surgical intervention occurred and that no surgical intervention was planned. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.